Manufacturer narrative:
Trackwise: (B)(4). Updated sections: d10, g4, g7, h2, h3, h6, h10. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were 8 additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of ¿feb 2021¿ through ¿may 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. Run rule was triggered for the month of may 2021. The trigger is addressed under (B)(4). Testing of actual: (10/213/67) the device was returned to the factory for evaluation on 07/06/2021. An investigation was conducted on (B)(6) 2021. The device was returned inside its original packaging. The package was observed to be intact, no rips or tears observed in the packaging. The device was observed to be intact, no visual defects were observed. A reference blower mister was lined up against the device inside the packaging. A reference blower mister was used to compare the tip as well as the shaft, and the returned product was the mirror image of the reference device. Based on the returned condition of the device, the reported failure "manufacturing, packaging or shipping problem" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during preparation for a coronary artery bypass procedure using blower mister 5-pack, they noticed that the tip of the cb-1000 was purple. They also questioned if the length and diameter of the shaft have changed. No patient involvement.